Event description:
MFR received a report of a person being pushed in a manual wheelchair when a front fork broke and the user fell out of the chair. As a result of the incident, the user allegedly sustained abrasions which required hospitalization. Eval has only been permitted on a portion of the caster and the cause is inconclusive.